Manufacturer narrative:
A product investigation was completed: it was reported that a screw driver holding sleeve was dropped in central sterile supply, causing the threaded tip to break off. The returned instrument (03.632.036 lot 6746388 manufacture december 2011) was examined and the complaint condition was able to be confirmed as the holding sleeve has a broken distal threaded tip. A root cause of misuse/abuse was able to be determined as the complaint description notes that the instrument was dropped. Drawings for the sleeve were reviewed during the evaluation. A device history review found no non-conformance reports were generated for this lot and the parts were released 12/29/11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Device history record review: part 03.632.036, lot 6746388. Released (B)(6) 2011. Avalign technologies ¿ (B)(4) division manufactured the holding sleeve ¿ long for matrix. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot and the parts were released (B)(6) 2011. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the screwdriver holding sleeve was dropped in central sterile supply, causing the threaded tip to break off. No patient involvement, no delay in surgery. This is report 1 of 1 for com-(B)(4).